Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative giving birth, the patient reported perineal discomfort and pain. The patient came to the hospital and found that the sutures were not absorbed. The sutures were removed from the patient.